Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
(B)(4).

Event description:
Channel error- service mode. There was no patient involvement. 04/19/2018 08:10:46 (B)(4). Warr ¿ po = $(B)(6). (B)(4). Shipping & billing addresses confirmed. Npi.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.